Event description:
Primary surgery was performed at (B)(6) 2011. The patient felt a pain for right femoral and the surgeon found like a pseudotumor by MRI at (B)(6). The surgeon found clear zone around the cup at (B)(6) 2013. The patient felt a pain for right breech and the surgeon found cup loosening at (B)(6) 2014. The surgeon performed revision surgery at (B)(6) 2014. The surgeon has about 30 patients for mom. And some patients are making progress osteolysis. The surgeon wants to know when the surgeon perform revision surgery. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-01409, 01410, 01411.